Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes 30-sept-2024 update: lead was capped on (B)(6) 2024 due to high thresholds. Lv and ra leads were also capped, and the entire crt-p system was replaced with a right-sided sr pm system. It was also noted that the lv pin was in the rv port and the rv pin was in the lv port. No adverse patient events were reported. Should additional information be received, this file will be updated. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
High thresholds were reported on this rv lead. Physician opened the pocket to revise the leads, but decided to change out the pacemaker instead for battery longevity. The device was not at eri. Should additional information become available, this file will be updated.